Manufacturer narrative:
The customer reported complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was due to a defective processor board. The archive data review indicated system error 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The system error was cleared using apvision. During the subsequent run-in test, the system error reoccurred. The defective processor board needs to be replaced to address the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
The customer reported the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.